Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 alarm was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's service center regarding a system error 2240 which occurred on the home choice (hc) during use during dwell 2 of 4. The home patient (hp) stated that bags were still connected. The hp stated that they rolled over onto her catheter. The technical service representative (tsr) had the hp the power cycle the hc to end therapy and advised the hp to start over with new supplies or finish with manuals and call her registered nurse (rn).the hp stated that all of the supplies were in the garage and everyone was asleep. The hp would ending therapy for the night and call her rn in the morning. The patient was connected at the time of the alarm and had not disconnected. All of the bags were properly spiked and connected. There was no patient line extension being used, nor were there open clamps on unused lines. There was nothing unusual noted about the supplies. Proper procedures were reviewed with the hp. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (bps) contacted the home patient on (B)(6) 2012. She stated that she started over with new supplies that night and therapy went well. She did not notice anything unusual about the supplies or set up that could have caused the alarm. She said she had spoken with her nurse about the incident the following day. There were no adverse effects reported in relation to this event and therapy has been going well since. Bps contacted the registered nurse on (B)(6) 2012. She stated that the patient had not spoken with her about the alarm, but that the patient was doing well and continuing therapy on the homechoice.